Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2020 for a primary procedure on tooth #19.  The patient returned on (B)(6) 2022 with complaints of pain and inflammation. Upon examination, the provider noted infection and that the implant had lost integration, and the device was removed. The patient's current status is listed as "excellent."

Manufacturer narrative:
The device was returned, but did not transfer to the investigator. However, a non-visual device investigation has been completed and the results are as follows. DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0-11659 (erkoloc-pro) was manufactured from june 8, 2021 and was assigned an expiration of june 2024. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device has been returned but to date has not been received. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 4.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the provider rinsed/cleaned the device with a "cleaning solution." Additionally, the patient has seen an allergist and is allergic to latex and codeine. Supplier erkodent reviewed the incident details and determined the reaction is most likely allergic. Additionally, erkodent noted a cleaning solution must be seen critically- the solution can be absorbed into the material and can remain for a long time. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
CAPA 2023-006. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6068370 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned with screw-retained crowned still engaged. The implant was verified to be an inclusive® tapered implant 4.2 mmd x 11.5 mml x 3.5 mmp (70-1070-imp0028) using radiographic template (doc #3006704_4.0). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-4989 rev 4.0 (inclusive tapered implants) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-4989 rev 4.0 (inclusive tapered implants) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. In addition, IFU-4989 rev 4.0 (inclusive tapered implants) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Medwatch follow-up 1 was submitted in error. It was submitted with information pertaining to another complaint.

Manufacturer narrative:
Additional data: d1, d4, h4, h6 . CAPA: ca-00016. Manufacturer reference: (B)(4).